Event description:
(B)(6) reported the following event: during a spine fusion surgery the matrix screwdriver tip broke off. It is not known if the broken piece was retrieved, there was no report of any fragments of the device left in the patient. The surgery was completed with a similar part. The patients status following the surgery is not known. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. Subject device has been received. The review of the device history record showed that there were no issues, no non-conformances during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Manufacturing evaluation reports the device was received with wear to the tip of the screwdriver. All six of the lobes of the stardrive are worn off or damaged, approx. 1.5mm ¿ 2mm from the tip. The remainder of the screwdriver appears in good condition with some surfaces finish markings that are indicative of usage. Due to damage/wear evaluation of the stardrive feature could not be checked. The material and hardness were both confirmed to be within specification. Due to the inability to verify all features, this complaint is deemed indeterminate from a manufacturing perspective.

Manufacturer narrative:
One (1) t25 fixed star-drive shaft was received, with the distal tip damaged. The tip is worn out, some lobes are chipped and splines are and with burrs. This instrument is part of the matrix (deformity/degenerative) spine system. The applicable technique guides and related literature (matrix spine system-deformity technical guide, matrix spine system-degenerative technical guide and matrix spine system-mis instrumentation technique guide) were reviewed. The matrix spine system includes several alternative matrix t25 drivers besides the device reported. T25 fixed star-drive shaft is recommended for screw insertion. These technique guides included cautions associated with tightening, loosening or removing locking caps (never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient). It is undetermined if the device was used for loosening or removing locking caps. The reported issue is possibly indicative that an off axis loading contributed to the failure of this driver. A review of the applicable tabulated driver drawing of the t25 fixed star-drive shaft was performed. This drawing called out the appropriated dimensions, material ((B)(4)) and finishing processes for the device design. The device was found to be adequate for its intended use. Based on the evaluation results, the cause of the reported issue is undetermined. However the design of reported device was found to be adequate for its intended use. The disposition for this complaint from a design perspective is indeterminate. (B)(4).